Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This complaint could not be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. It was identified the head and dm bearing used together are not compatible, however it is unknown if the combination contributed to the disassociation. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01603. Cat #: 110030999 / longevity dm bearing 28x42mm / lot #: 65574557. Cat #: 110024463 / g7 dual mobility liner 42mm e / lot #: 65819691. Cat #: 110010264 / g7 osseoti multihole 52mm e / lot #: 65602002. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Discarded by hospital.

Event description:
It was reported a patient underwent a hip revision approximately 8 days¿ post implantation due a disassociation of the head and bearing. Attempts have been made and no further information is available.